Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred near the beginning of treatment. Blood leak was noted on leak alarm and was verified visually in dialysate and with positive hemastix. Hcp states blood was returned to the pt before treatment was resumed with new disposables. The pt completed treatment without further incident. No pt injury or medical intervention reported per hcp.